Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostyle device after a coronary angiogram interventional procedure with a small bore sheath. Reportedly, the device became stuck in the patient, and a guide separation occurred. A surgical cutdown was performed to remove the separated portion and achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The resistance met during the attempted removal likely contributed to the reported guide separation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.